Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code (B)(4). Results: results pending completion of evaluation. Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, shunt sensor leaked. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 30, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulation. (B)(4). The returned sample was visually inspected upon receipt, no buffer present upon receipt. The sparger assembly and white cap that attaches to the large blue luer connector was missing. No other anomalies were noted. The returned sample was leak tested by connecting to a circuit with manometer. It was pressurized with air and submerged into a water bath, at 410 mmhg it started to leak. It was noted that the leak was coming from the area where the shunt sensor body meets the insert at the corner. A microscopic inspection revealed a crack or nick/damage. A retention sample was visually inspected, no anomalies were noted. It was leak tested and successfully pass the leak test. Replication of the issue was attempted. The retention sample was struck by a metal object. The retention sample was magnified for visual inspection. A very similar result was observed to the complaint sample. The root cause was determined as the affected unit was inadvertently struck by a metal object causing the reported damage resulting in a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.